Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, the right atrial lead exhibited poor sensing and capture threshold values. The lead was then removed and a new lead was successfully implanted. The patient was stable.

Manufacturer narrative:
Updated sections - d10, h3, h6, h10 analysis was normal. No anomalies were found.